Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 5.5mm on the non-coronary cusp (ncc). Post-implant, a moderate central regurgitation (cr) was noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. Mild to moderate cr was noted. The patient had a low diastolic blood pressure measuring to be 120/50 mmhg, there was no clinically significant delay reported. Prior to discharge, moderate cr was noted and the patient reported experiencing fatigue. The patient has been discharged. On transesophageal echocardiogram (tee), one of the leaflets was not moving as intended. On (B)(6) 2026, a second valve was implanted to resolve this event. The patient had an extended hospitalization. The patient's current status was unknown.